Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device keep alarming for occlusions. There was no reported patient involvement.

Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed. The occlusion alarm was noted and confirmed in the ehl as stated by the complainant. The complaint could not be confirmed, and a root cause was unable to be determined.